Manufacturer narrative:
We performed good faith effort to gather additional information regarding this event, but no additional information is available at this time. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Suddenly the image returned by the device was not clear and could not work properly, affecting normal use. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with other device. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the image was interrupted due to water entering the ccd unit. The device in question was repaired by a third party, and the exact cause could not be determined. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, which can reduce the occurrence of accidents. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 26-sep-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 27-sep-2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.